Manufacturer narrative:
Gbo complaint: (B)(4). No samples (actual or unused) were received for evaluation. Received customer picture. We have no further inventory of the material/batch. We forwarded the complaint and picture to our affiliated headquarter in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production and testing documents indicate no deviations were detected and all requirements were met during production. No abnormalities or deficiencies were detected during in process control that would affect function. The complaint cannot be determined.

Event description:
Customer states that they encountered issue with bd eclipse needle disengaging from the holder during blood collection when tubes were popped onto the holder and during engagement of the safety. No patient injuries or employee needle sticks/blood exposures occurred as a result.